Event description:
In 2007, the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high readings. The medical affairs specialist (mas) contacted the pt to obtain and verify info; however was unable to reach her by telephone. Twelve days later, the mas mailed a letter requesting the pt contact medical affairs. Two days earlier in the morning, the pt awoke experiencing the symptoms of sweating, dizziness, shaking , chills and shortness of breath. At that time, the pt tested her blood glucose level using the reported meter and obtained a result of 465 mg/dl. At 7:00 am, the pt contacted her nurse, who recommended the pt go to the emergency room. The pt took herself to the emergency room, where 45 minutes later, her blood glucose level was tested to be 74 mg/dl. The pt was treated intravenously with glucose, and also given juice and crackers. The pt stated she had been obtaining elevated meter readings since three days earlier, such as 465 mg/dl, 395 mg/dl, 365 mg/dl and 422 mg/dl, and had been adjusting her humalog insulin doses based on these meter readings. The evening prior to this event, two days later, the pt obtained a reading of 495 mg/dl and took her 50 units of lantus insulin. The pt tests her blood glucose levels before each meal, and has no backup meter. It would have been helpful to determine if the pt had experienced any symptoms of high or low blood glucose levels during the time period she had obtained the elevated meter readings, if the pt took any insulin the following day, when she obtained the result of 494 mg/dl, if the pt treated her symptoms at all that morning before going to the emergency room, her medication regimen, her expected blood glucose readings, and if the pt was admitted to the hospital. The customer care advocate (cca) determined during the troubleshooting telephone call, the pt's testing technique was correct and the meter was programmed for the correct unit of measure. The meter, test strips and control solution were replaced. The pt alleges she experienced hypoglycemic symptoms after taking insulin doses based on elevated meter readings. She received emergency medical attention and treatment with glucose. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.